Event description:
Spontaneous: patient's home health nurse called to report infusion did not successfully complete due to curlin pump malfunctioning. Per nurse, pump stopped and would not allow continuation. Nurse tried to shut pump off and turn back on, but pump was restarting the program instead of continuing where the infusion left off. Per nurse, she was not able to complete via gravity because she did not have the necessary supplies. Per nurse, pt only received 35gm of day 1 of 2 infusion. Serial number unknown. New pump is being shipped. No adverse events reported. Reported to (B)(6) by health professional.